Manufacturer narrative:
A visual examination of the returned device revealed the internal bolster was found to be separated from the device and the bolster was not returned. Remnants of the bolster remain on the end of the tubing. The distal end of the tubing presented no tearing. The complaint was consistent with the reported incident that the bolster detached/separated. The bolster failure appeared to have occurred while undergoing tensile force during placement into the patient. Bolster detachment most likely occurred because the user applied excess force as the pocket was stretched by the obturator rod causing the bond between the tubing and bolster fail. Therefore, the most probable root cause of 'operational context' is selected for the complaint. A device history record (DHR) review was performed and revealed no issues related to the reported complaint. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a gastrostomy catheter replacement procedure on (B)(6) 2017. According to the complainant, when distending the catheter using an obturator rod to insert the tube, the internal bolster detached from the tube. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported due to this event. The patient's condition at the conclusion of the procedure was reported to be "no problem".